Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Sample consisting of (B)(4) pieces were inspected visually and with air/burst testing and it was determined that (B)(4) out of (B)(4) samples were defective due to hole in peel pack. The holes in foil were observed at the connector area. Review of device history record showed that all relevant tests required during the manufacturing process and final product release had met the requirements. The failed samples were assessed eval of holes locations, their shape and after discussion with technical/operator staff it was determined that holes had been created during the packing process. No nonconformity was registered during the manufacturing process. No further complaint has been received on the lot in question. No add'l event details have been provided to date. A returned sample for eval is not expected. Should add'l info become available a follow up report will be submitted. (B)(4).

Event description:
Distributor reports that the peel package is leaky.